Event description:
It was reported that event was a left subclavian insertion. Insertion & removal of guidewire were difficult. Physician pulled hard and long part of guidewire broke off inside patient. Wire was removed by radiology. No associated patient complications reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.